Event description:
It was reported that during procedure, when the anchor was inserted the anchor got broken. There was a 10 minute delay reported. It is unknown if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
One 72203697 healicoil regenesorb 4.75mm suture anchor returned. The complaint stated: ¿when the anchor was inserted the anchor got broken.¿ the inserter was returned undamaged. Suture the body of anchor is attached. It is fractured. Small fragments of threads are missing. The symptoms indicate excess torque was applied. Recommended for prep for normal bone condition is a 4.75mm threaded dilator. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. No root cause associated with the manufacture of the device was confirmed. No further investigation warranted.